Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No unexpected missing segments/partial display noted during testing. The insulin pump self-test and unexpected restart error tests were not performed due to frozen display. Unexpected restart error alarms were not verified due to frozen display. Frozen display was due to short from connector on the lcd board noted during visual inspection noted. The device had minor scratches on lcd window, cracked reservoir tube lip, and scratches on reservoir tube window.

Event description:
The customer reported that she just programmed her insulin pump and when she switches out the battery she got unexpected restart alarm. Troubleshooting was done. Customer' blood glucose was 211 mg/dl. Unable to complete the troubleshooting due to customer encountered frozen display and had partial screen. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.